Event description:
Approx two weeks before the pt made clear that pt could hear with the device anymore. It was reported that the pt was reimplanted in 2001 because the device was no longer in function.